Event description:
The customer indicates the device will not turn on. No patient involvement. Factory service identified defib comm error codes in the device log.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.